Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that they are having the patient keep an eye on the stim showing as 0 ma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 (B)(6) (con, rep): additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient noticed that the device amplitude went to 0 milliamps when it was programmed to be around 4.0 milliamps. The patient was instructed to keep a journal when this happens. The issue was not resolved at the time of the event. No surgical interventions were planned or performed. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient typically had stimulation at around 3.0 ma when they slept, and the programmer was showing that stimulation was down to 0 ma when they wake up. The caller stated that the patient changed their stimulation to 3 ma and went back to bed. The patient had one program to work with and the caller thought the patient used about 4 ma when upright and 3 ma when lying down. The caller would follow up with the patient and have them keep a diary of these events. It was noted that it had been occurring for the last month. No patient symptoms were reported. No further complications were reported.